Event description:
It was reported that during a coronary drug eluting steint treatment procedure, a shaft fracture occurred. The lesion being treated was located in the mid/prpximal right coronary artery (rca) . The physician attempted to put the 2.75x20 mm taxus express2 drug eluting stent on the guide wire, and it became stuck. When pulling the stent off the guide wire, the shaft broke about 1/3 distal. The device was taken off the wire, and the procedure was successfully completed with another taxus express2 stent. There was no pt contact with this device. No pt complications were reported.

Manufacturer narrative:
As of the date of this report, the device has not been returned for analysis.